Event description:
Caller reported a malfunction on the pump, potentially due to exposure to extreme temperatures. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer contacted technical support, received instructions for resetting the pump, and resolved the issue without recurrence. Customer was advised to contact support again if the malfunction reoccurs.